Manufacturer narrative:
As per technical evaluation, the brown foreign material found at the distal end and at the objective lens adhesive was most likely traces of remains from previous procedures.. Additional findings include the following: the suction cylinder had discoloration, the switch box had a dent, the play of the up / down knob was out of standard due to wear of the angle wire, the adhesive around the light guide lens had a crack, the connecting tube had a scratch, and there was corrosion around the forceps elevator. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii duodenovideoscope was returned as part of the annual inspection process. During routine inspection of the device by olympus, the following reportable malfunctions were found: the distal end had foreign material and the adhesive around the objective lens was dirty. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable events occurred due to insufficient cleaning. The event can be prevented by following the instructions for use (IFU): "IFU: tjf-q190v operation manual 3.3 inspection of the endoscope shows how to detect the events. IFU: tjf-q190v reprocessing manual 5.3 preclean the endoscope and accessories 5.5 manually cleaning the endoscope and accessories shows how to prevent the events." Olympus will continue to monitor field performance for this device.